Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a leak. The customer reported that there was a pin hole in the "catheter." The patient had the transfer set replaced. The location of the leak was not specified and it is believed that the patient meant to describe the transfer set when indicating the catheter. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.